Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336700; model: sc-8336-70; serial: (B)(4); batch: 7030640.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device will not be returned.